Event description:
It was reported that after changing the battery and checking the lifeband during a shift test, the autopulse device displayed a user advisory ua12 (lifeband not present). This device was also checked with 12 separate lifebands with no success. There was no patient involvement. No additional details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) involved in the event was returned to zoll circulation on (B)(4) 2013 and was analyzed. Visual inspection of the platform shows no discrepancies. Reported problem wa confirmed. The archive data results exhibited user advisory ua 12 (lifeband not present), however this could not be duplicated during testing. The lifeband detection switch appeared to be working properly. Attempt to manually move the belt clip to duplicate the ua12 was performed, however problem could not be replicated. The belt switch bracket that holds the belt switch in place was tightened. The bracket screws were at the proper torque, but were tightened as a precaution. The board was also run with a manikin and again no problems were observed. Probable root cause attributed to this failure could have been if lifeband clip was not properly clipped into the driveshaft.